Manufacturer narrative:
(B)(4). Additional information: it cannot be confirmed what pressure the balloon was inflated to when treating the lad however according to the nurse, the device was not inflated beyond rated burst pressure. No issues were reported while the device was being positioned in the lad. It was reported that when the stylette was put into the proximal end of the balloon catheter and the plastic tubing was placed over the balloon and the balloon was inflated and deflated at 4 atm, this was done to ensure that the balloon could be cleaned (during inflation) and to deflate the balloon. Evaluation of the returned device identified that the distal tip of the balloon was missing. The customer confirmed that nothing remained in the patient's body. The customer is not aware when the tip was lost. Evaluation summary: the distal tip was detached immediately proximal to the tip seal bond. The overall tip length measured approx. 1mm. During the analysis the device failed negative prep. The balloon bond was stretched and damaged. The distal shaft was damaged 16mm proximal to the returned distal tip, and ran approx. 6mm proximally. The distal shaft had damage consistent with the distal shaft being stretched and inflated. The damaged distal shaft section had a longitude burst running across the length of the damage.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a solarice rx balloon dilataion catheter to treat a non tortuous, subtotal occluded lesion in the lcx. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. No issues were noted when removing the protective sheath/packaging stylette from the device. Negative prep was performed successfully. The balloon had been used in the lad with no issues noted, prior to using it in the lcx. After removing the balloon from the lad and prior to use in the lcx the following was carried out: the stylette was put into the proximal end of the balloon catheter and the plastic tubing was placed over the balloon, the balloon was inflated and deflated at 4 atm. No abnormalities were seen visually on the balloon and it is reported that the balloon was nicely rewrapped. Normal force was used while advancing the device to the lcx lesion. There was good passage of the balloon through the lesion and no issues were encountered during inflation of the device. Issues were reported in deflating the device while positioned in the lcx. It cannot be confirmed what pressure the balloon was inflated to in the lcx however it is reported that the nurse confirmed that the balloon was not inflated beyond rated burst pressure. 50/50% concentration of contrast/saline was used by the physician. A bmw 0.014¿ hydrophilic wire was used during the procedure when treating both the lad and lcx. The device was retracted normally from the patient through the guide catheter. Another solarice balloon was used to complete the procedure. No patient injury reported. Please note that this device, solarice rx is not marketed in the united states; however, the device is deemed the same as the united states marketed device euphora rx.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.